Event description:
It was reported that an ilet user received alert 38 indicating a motor stall with consecutive stalled motor alerts and experienced hyperglycemia with a blood glucose of 345 mg/dl; the user restarted the pump, performed a dry run with guidance that was successful, and was advised to perform a supply change, with replacement supplies arranged. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education without medical intervention or hospitalization. Investigation included user-guided troubleshooting, a successful dry run to assess motor function, and recommendation for supply change. Investigation of this case revealed a reported motor stall alert consistent with a potential pump drive interruption associated with the pump mechanism or fluid path components, with successful dry run suggesting the device could operate when unloaded and that infusion set or cartridge issues could have contributed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the stall under dry run conditions and potential use-related or supply-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.